Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - this lead was repositioned due to a sleeve issue where the lead body moved. There were no adverse patient effects reported. All available information suggests this lead remains actively implanted.